Event description:
Device 2 of 2. Reference MFR report# 1627487-2011-04670. It was reported the pt's stimulation became intermittent at the end of (B)(6). It was reported it would turn off and on by itself, and the pt at time would feel a shocking sensation. In august, the pt was ill, was hospitalized, and did not charge her ipg. In (B)(6), the ipg would no longer communicate with the programmer, or charger. The physician replaced the entire scs system on (B)(6) 2011.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Eval: results - complaint was confirmed. The ipg was functionally tested on the auto-tester and failed the ucod test due to broken feed through wires on channels 8, 15 and 16. However, as received, the ipg successfully communicated with a test standard pt programmer and test standard. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history. Add'l correction/removal reporting #: 1627487-12192011-003-r.